Event description:
It was further reported that the physician considers the device functioning appropriate based on programmed settings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had one day of high thresholds according to the clinical protocol. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.